Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the helix of the lp became stretched. The procedure was aborted on (B)(6) 2025. There were no patient consequences.